Event description:
It was reported the patient has not used or charged her ipg for an extended period of tine. The sjm representative met with the patient and confirmed the ipg does not communicate with external devices. Surgical intervention may take place at a later date.

Event description:
Follow-up identified the physician opted to explant and replace the ipg during an unrelated surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.